Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump had gotten wet and subsequently shut off for approximately 3 hours. There was no impact to the customer's blood glucose level. The customer was able to turn the pump back on and resume using the pump without any further issues.